Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date in 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was over infused with oxytocin involving a solution administration set. The midwife was disconnecting the oxytocin when they became distracted by an unrelated event. The midwife returned to disconnecting the oxytocin approximately 5 minutes later and noticed that the blue clamp was open and the oxytocin had been free flowing to the patient. The midwife stated that the possible cause was the clamp was caught as the oxytocin was being disconnected which resulted in the clamp becoming unclamped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.